Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lot 170516 with the following internal whole blood control samples: (B)(6), (B)(6), p24 positive, and (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 170516 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 170516 showed that the complaint rate is (B)(4)%. The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A false positive ab result was reported on a blood sample tested with the alere determine hiv 1/2 ag/ab combo. The unigold rapid test as well as a 4th generation eia test were both (B)(6) and a quantitative pcr test was rna <20 copies/ml ((B)(6) for (B)(6)). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown.